Event description:
See MDR 3006425876-2014-00136 for first event. It was reported that the separately packaged swg was opened and used, however, it too became stuck in the ars and also kinked. As a result, a new cvc kit was opened and successfully used to complete the procedure. A delay was reported, however, there was no reported death or complications to the (B)(6) year old male pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.